Manufacturer narrative:
Physio-control verified the customer's reported issue and replaced the system pcb assembly. The device passed functional and performance testing and was returned to the customer. Physio analyzed the system pcb assembly and confirmed the cause was an issue with y1 crystal on single board computer card. Further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would powered off after powering on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would powered off after powering on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.